Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: when the first firing was completed a doctor confirmed the staples at the proximal part of jaw failed to be formed and fired; they did not drop out of the cartridge case. Those in the distal part were formed normally. Nothing abnormal nor unusual in use of this one was reported. Using new one the additional resection was required for recovery. There was additional tissue resection. There was tissue damage. Nothing fell into the cavity. The staples at the proximal end did not deploy.

Manufacturer narrative:
(B)(4).